Manufacturer narrative:
Result: missing footboard modules. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that patients intentionally damage various device components with unrestrained appendages. Additionally, patients are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported by service report that the footboard modules were missing, as well as the fowler gatch and bed exit labels were missing. It is unknown if there was patient involvement or adverse consequences to report.